Manufacturer narrative:
(B)(4) final report additional information including operative notes (primary and revision), how long after primary surgery did the complications start, the device details of the cormet head and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. The patient was reported to be doing fine post revision. The appropriate device details for the cormet cup were provided and the relevant device manufacturing record has been identified and reviewed. All finished parts associated with this record conformed to material and dimensional specification at the time of manufacture. The device details of the cormet head are unknown and thus the manufacturing records could not be identified or reviewed. Based on the available information, no further investigation can be conducted and the root cause of the reported event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this event involves a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including operative notes (primary and revision), how long after primary surgery did the complications start and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this event involves a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision due to elevated metal ions in the blood.